Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor was unable to push the involved angio-seal device any further after inserting the sheath. After a few attempts, the doctor failed to insert the sheath and found the sheath to be kinked. Then doctor removed the device and did manual compression. The patient was in stable condition. The procedure outcome was done. There was no patient injury or surgical intervention required. Additional information was received on 22 mar 2022: the procedure performed was a percutaneous coronary intervention (pci) using an 8 fr procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc's. There was no harm to the patient. There was not any stenosis, plaque, or calcium present around the insertion site.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The device was returned with all components separated. The hemostasis sheath was inspected, and multiple kinks were identified. The carrier tube was returned in the forward lock position with the anchor and swollen collagen due to absorption of blood. No damage to the component was identified. The locator was also returned, and no damage to the device was identified. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause of sheath damage was determined to have been off axis loading during device insertion. The device history record (DHR)review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).